Manufacturer narrative:
The manufacturer previously reported a "ventilator inoperative" alarm condition occurred. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.